Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1. The grasping section was closed without grasping anything while the output was activated in seal & cut mode. (This includes after tissue resection) this might have caused the tissue pad to wear out and peeled off partially. 2. Since the tissue pad peeled off, the non-insulated area came into contact with the distal end of the probe. Also, this caused a contact mark. 3. A force to activate the output in seal & cut mode, or a force to grasp tissue might have been applied to the probe causing an error. 4. The error could not be canceled and output became impossible. The following information is included in the instructions for use (IFU): ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ olympus will continue to monitor the performance of this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of no output was not confirmed. The allegation of peeling of tissue pad was confirmed. The tissue pad was worn and partially peeled off. In addition, there was a trace of contact with the probe on the non-insulated part. There was a mark on the tip of the probe that came in contact with a non-insulated part. A seal short-circuit error (error code: u511) did not occur when the gripper was closed, and seal mode output was performed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus employee reported on behalf of a customer, after about 4 times the thunderbeat stopped outputting. The event occurred during a therapeutic hepatobiliary pancreas procedure. An olympus representative confirmed the tissue pad came off without dropping inside the patient¿s body cavity. The procedure was completed using a replacement device. There was no report of procedural delays or patient harm associated with this event.